Event description:
No additional information on reported event.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned by hospital.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown 28 ceramic head-2958709 , unknown-taperloc stem, unknown-magnum cup, unknown-ceramic head. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01635. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported the patient underwent a revision surgery due to dislocation. During the procedure the active articulation bearing and ceramic head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.